Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. When powered on led segments on the led digits display do not fully light up. The device was able to obtain readings and alarmed appropriately under alarm conditions. Internal inspection showed "u9" on the system circuit board has failed causing one of the led segments of "d2" not to light. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing segments. No patient impact or consequences were reported.